Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot (B)(4), ubd: 25-oct-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient fell and slipped on ice. They lost coverage in their low back. On (B)(6) 2018 the representative gave the patient a new program but they only felt stimulation in their buttocks and legs. X-rays confirmed that the lead had migrated to t9. That lead was replaced with a anew lead that was placed at the top of t7. The issue was resolved. No further complications were reported.

Manufacturer narrative:
Event date updated. Continuation: product ID 977a260 lot# serial# (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that her leads were changed out on (B)(6) of this year, because she "had been having a lot of pain, and the doctor found that the left lead had fallen to the bottom of the one on the right, and I had fallen over the winter so the doctor had to reinforce the leads with 3 hooks". The patient stated that this issue was due to a fall she had in (B)(6) of this year ((B)(6)-2018). The patient reported that the pain she mentioned (above) started after this fall,"I would say in march it started" ((B)(6)-2018). No further complications were anticipated/reported.